Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: sample was returned. The safety clip was missing upon receipt. The tuohy borst adapter was tight and the two-way stop cock was not returned. The metal rod connecting the hand grip and y-injection adapter was noted to have a bend proximal to the handle. The gray outer sheath was torn off approximately 54 mm from the strain relief at the catheter reinforcement area. Outer catheter stretching was noted at the break. The stent graft was in place and not released. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: four images were returned. Images demonstrate a left forearm loop graft from the brachial artery to the radial vein with contrast injection. Access was gained in both of the brachial artery and the radial vein. Pta balloon angioplasty was performed in the brachial vein; the image marker states a 4 cm balloon. Extravasation was demonstrated from a contrast injection in the left radial vein, post angioplasty. A vascular stent system can be identified at the extravasation of the radial vein. Based on images provided, angioplasty of the left radial vein can be confirmed. Based on images provided, a vascular stent system can be confirmed in the left radial vein. Based on images provided vascular stent deployment cannot be confirmed. Conclusion: the investigation is inconclusive for outer catheter break. However, based on the returned sample the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. Per the reported details , the device was positioned around a bend in the av graft. The IFU (instructions for use) states under ¿precautions¿ that during deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible to mitigate the potential for distal stent graft misplacement. In addition, an introducer sheath was ot used to advance the device. The IFU states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in a forearm loop graft, the deployment system snapped and the outer catheter broke. The entire system was removed and a dialysis catheter was placed to complete the procedure. There was no patient injury reported.